Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a reprogramming, the patient claimed of a contusion and laceration on one foot and a fracture on the other. The physician referred the patient to an orthopedic surgeon who will be the one to decide on how to treat the condition. No further course of action at this time regarding the implanted devices.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. It was reported that the patient needed a magnetic resonance imaging (MRI) system for the patient's foot. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that during a reprogramming, the patient claimed of a contusion and laceration on one foot and a fracture on the other. The physician referred the patient to an orthopedic surgeon who will be the one to decide on how to treat the condition. No further course of action at this time regarding the implanted devices.